Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported device will not power on after being dropped. There is no report of patient involvement.